Event description:
The device reportedly displayed dashed lines when initially connected to the pt. The device operator reportedly checked the pt lead connections and then swapped the ECG trunk and lead wire set and the device continued to display dashed lines. The device allegedly began to display the pt's ECG rhythm by itself while the pt was enroute to the hosp. There were no adverse effects to the pt as a result of the reported event. The pt's details were not reported to mpc.